Event description:
Device issue: none. Adverse event (ae): hypotension, neurological deficits. Time of ae: post procedure. It was reported via a trial that post successful stent implantation in the left internal carotid artery the patient experienced hypotension and hypoperfusion resulting in right hand weakness and expressive aphasia. Neo-synephrine was given for 72 hours and blood pressure was kept up for cerebral perfusion. The patient fell twice when getting out of bed. CT scans of head showed no bleed and no acute process. The patient was discharged home on (B)(6) 2010 and the event was considered resolved. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction and hypotension are known adverse patient events listed in the acculink instructions for use. In this case, the patient was treated with medication and was hospitalized. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.